Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that q-syte closed luer access device collapsed. The following information was provided by the initial reporter: q-syte: the surface of the separator membrane collapsed during use, the number affected is 1, the photos and products will be confirmed later.

Event description:
It was reported that q-syte closed luer access device collapsed. The following information was provided by the initial reporter: q-syte: the surface of the separator membrane collapsed during use, the number affected is 1, the photos and products will be confirmed later.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the photo submitted for evaluation. The reported issue was confirmed upon inspection of the photo. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.